Event description:
It was reported that the user removed a partially used insulin cartridge from the ilet to charge the device, performed a rewind, reinserted the same cartridge without adding insulin, and subsequently experienced hyperglycemia with blood glucose reaching 396; troubleshooting identified absent drops during initial fill tubing, after which fill tubing was repeated until drops were observed and the infusion site was later changed with insulin delivery resumed. Symptoms included hyperglycemia without reported ketone testing or other adverse effects. Outcomes included no medical intervention, no hospitalization, and blood glucose trending down after corrective actions. Investigation included remote troubleshooting, review of alerts, disconnection and fill tubing checks, confirmation of delivery resumption, and patient education on rewind use, cartridge handling, and ketone action planning. Investigation of this case revealed use error related to cartridge handling and rewind execution with potential interruption of insulin delivery, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.